Event description:
A surgeon reported several cases of transient increased intraocular pressure. The pts received standard medical treatment and all cases resolved within 24 hours with one exception. One pt required surgical intervention (reoperation and washing of the anterior chamber). The pt is reported to have ischemic damage of the iris and the optic nerve that has affected the pt's visual acuity.